Manufacturer narrative:
The patient was born in 1957. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a patient error and noncompliance to sterilization technique during therapy. On the same day as onset of the event, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (dose and frequency not reported). Thirty one days after the onset, the antibiotic treatment was discontinued and the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available.